Event description:
When the stent was straightened with a straightener and placed over a wire guide (boston scientific/endoselector 0.025inch) for use in the bile duct, the stent got crushed (kinked) and the wire guide could not be passed through. The procedure was completed by using another zebd-7-4 (lot# unknown). No adverse effect on the patient has been reported. Physician's comment I used it as usual, but the wire guide did not pass through the stent. I think it's possible that the stent was crushed (kinked) from the beginning. For all complaints: 1 for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact device placement (over a wire guide) 2 what was the target location for the stent? The bile duct 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* boston scientific/endoselector 0.025inch 5 was the wire guide lubricated prior to use? Yes 6 was the device at the centre of the complaint inspected for damage prior to use? Yes 7 was the wire guide inspected for damage prior to use? Yes 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? No 9 if yes please indicate the procedure performed. 10 did the patient involved exhibit altered anatomy or tortuous anatomy? No 11 if not with the device in question, how was the procedure finished? Please see description of event. 12 did the patient require any additional procedures as a result of this event? No 13 what intervention (if any) was required? 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? (Same procedure) 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? No 16 was a straightener used to straighten the stent? Yes 17 (if any damages were confirmed prior to use)was the package damaged? Unknown for complaints occurring during use (once in contact with endoscope) also ask: 2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus/jf-260v 3 does your medical facility have a service/maintenance schedule associated with its endoscopes? Unknown 6 was resistance encountered when advancing the wire guide to the target location? Unknown 7 was resistance encountered when advancing the introduction system in place to the target location? Unknown 8 how did the physician deal with this resistance? 9 how did the physician determine the length of the stent to be used for the procedure? 10 where was the stricture located in the duct? 11 was the stricture dilated prior to placing the device? No 12 was resistance encountered when advancing the stent through the obstructed area? Unknown 13 after placement, was stent position verified? N/a 14 if yes, please describe how. 15 please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. 16 did any section of the device detach inside the endoscope or patient? No 17 if yes, please specify what section of the device broke off: 18 please indicate whether the device broke in the endoscope or in the patient? 19 was the broken device retrieved? 20 if yes, please indicate what tools were used during retrieval. 21 were any modifications made to the complaint device or accessories used with the device in this procedure? For example guiding catheter shortened. No 22 if yes, please indicate what modifications were made: 23 please indicate why the modifications were necessary. 24 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Yes. A wire guide 25 did the patient require any additional procedures as a result of this event? No 26 what intervention (if any) was required? 27 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? (Same procedure) 28 were any other defects observed on the device prior to return (other than the reported complaint issue)? No 29 if yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation user/use related complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. 01 zebd-7-4 of lot c2033526 was returned for evaluation open in its original packaging. The device evaluation of zebd-7-4 of lot c2033526 device took place on 22 feb 2024. Stent and pigtail straightener returned. Pigtail curl in incorrect orientation. Kink on the 2nd and 5th porthole of the non-tapered end. 0.035-inch wire guide does not pass the kinks. This file is related to (B)(4) which captures the user error of wrong size wired guide used with the replacement device. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot c2033526 did not reveal any discrepancies that could have contributed to this complaint issue. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label. It should be noted that in the japanese packaging insert (c-es0202m18) states: " choose a wire guide with outer diameter 0.035 inch (0.89mm) for use with this product¿. The japanese packaging insert (c-es0202m18) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is evidence to suggest that the customer did not follow the packaging insert. Image review: an image was not returned for evaluation. Root cause analysis definitive root cause was established. The user has not complied with the requirements of the IFU and/label. It may be noted the device label indicates a 0.035¿ wire guide for use with this device. It is known from the available information 0.025" wire guide was used. It is likely that the use error of a 0.025" wire guide led to the kink in the pigtail which caused the issue of the stent not passing the wire guide reported by the customer. CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Confirmation of complaint complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation according to the customer, the stent kinked and cannot be passed the wire guide. Confirmed quantity of 1 device, confirmed prior to use. According to the initial report, the patient did not experience any adverse effects. Investigation findings conclude a definitive root cause was established. The user has not complied with the requirements of the IFU and/label.

Event description:
A supplemental report is being submitted due to completion of the investigation on 29-aug-2024.